Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose level was 350 (mg/dl). Review of the pump data logs by tandem technical support showed that the battery was depleting quickly. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.